Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that since implant they noticed little shocks after they finished recharging their implant which usually lasted about three to five minutes. It was noted the consumer was just sitting when this happened. In (B)(6) of 2016 the frequency of the shocks increased at the implant site and went up to the ribs, chest, and their arms tensed up which happened intermittently. There were no traumas or falls reported related to this event. The consumer told their healthcare provider (hcp) about this and was told it was the nerves around the implant site responding to the implant. On (B)(6) 2016 the consumer suddenly experienced an intense shock. It was noted the consumer only had stimulation off one time for 8-9 hours, and didn¿t experience any shocking, otherwise they used stimulation 24/7. On (B)(6) the manufacturer¿s representative (rep) met with the consumer for an adjustment. The consumer did speak about the sensation they were feeling at the implantable neurostimulator (ins) site, but they weren¿t sure if it was related or not as it occurred with stimulation on or off. The sensation was described as a light sensation that sometimes occurred when they were sitting in a chair and twisting. This had happened on and off, at least two times, but it hadn¿t happened in a while. An impedance check was performed with all results within normal limits. Stimulation was increased resulting in fantastic coverage, and the consumer not liking stimulation off because it was helping the pain so well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.